Event description:
It was reported that prior to a port placement procedure, the syringe was allegedly damaged when opened. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024) device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monoject syringe was returned for evaluation. Visual and functional evaluations were performed on the returned device. A crack to the finger flange was noted. Manufacturing site evaluation states that the bottom of the syringe was broken, the functional test performed and the syringe was permeable for both infusion and aspiration, however, the finger flange was found to be broken. Therefore the investigation is confirmed for the reported syringe damage issue and the identified fracture issue. However the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the syringe was allegedly damaged when opened. There was no patient contact.